Event description:
Complainant alleged that while attempting to defibrillate a patient(age & gender unknown)during a code, the device would not charge above 4 joules. Complainant indicated that the clinician obtained another device to continue treatment. The patient was converted. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.